Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an upgrade procedure this lead was unable to be inserted into another manufacturer's device. Another boston scientific device was implanted instead. The lead remains in service. No adverse patient effects were reported.